Manufacturer narrative:
Concomitant medical products: mcs-p3-26-aoa-us transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance that dropped suddenly. It was suspected that the rv lead had fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.